Manufacturer narrative:
Product complaint #(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Device evaluated by MFR: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during coil deployment of a 1mm x 2cm galaxy g3 mini (glm910020, 30392727), the physician tried to detach the coil, the coil was not detached even after more than 10 times of tries. He decided to retract the coil and take it out of the body. There was no patient injury reported.

Manufacturer narrative:
Product complaint (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during coil deployment of a 1mm x 2cm galaxy g3 mini (glm910020, 30392727), the physician tried to detach the coil, the coil was not detached even after more than 10 times of tries. He decided to retract the coil and take it out of the patient¿s body. There was no patient injury reported. No additional information is available. A non-sterile unit galaxy g3 mini 1mm x 2cm was received inside of a pouch at cerenovus. The device was visually inspected, and it was found in good normal conditions, no damages or anomalies were observed during the visual inspection. Also, the marker band was found at 37 cm from the hub, and it was found within specification. A microscopic inspection was performed, and it was found that the embolic coil is in good normal conditions, no damages or anomalies were observed during the microscopic analysis. During the functional analysis, the resistance of the device galaxy g3 mini 1mm x 2cm was measured with a multimeter. Resistance measured approximately 50.8 o, which is within specification. Also, the device was connected to detachment control box dcb2000500 (dcb) with an enpower control cable lab sample and the power was turned on. The system ready light was illuminating. Then, the detach button was pressed and the embolic coil was detached without a problem. A manufacturing record evaluation was performed for the finished device 30392727 number, and no non-conformances related to the reported complaint condition were identified. Cerenovus conducted a visual inspection and microscopic examination of the returned device. A functional test was performed without problems. During the visual analysis of the device, it was noted that the device is in good normal conditions. The device was inspected under a microscope and it was found that the embolic coil is in good condition. During the functional analysis, the device was connected to the a dcb with an enpower control cable lab sample and the power was turned on, the system ready light illuminated and the embolic coil was detached without a problem. The reported customer complaint of ¿coil ¿ failure to detach¿ was not confirmed since the functional test was performed without problems and no damages or anomalies were observed on the device.a manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. The instructions for use (IFU) do contain the following recommendations: verify that the microcoil delivery system is fully connected, and no faults are indicated on the dcb. If a fault exists, reseat all connections between the dpu, the dcb, and the connecting cable. If a fault still persists, replace the connecting cable. If this does not correct the error, replace the dcb. If the microcoil delivery system still continues to have a fault, retrieve the microcoil as described in the following section, re sheathing the microcoil system, and replace with a new microcoil system. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.